Event description:
Certified surgical tech reported that an intraocular lens (iol) could not unfold when injected through an iol delivery system cartridge. The incision was widened to facilitate removal of the iol.